Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found the stent was damaged on the proximal end with stent struts bunched, overlapping and pushed distally along balloon. The undamaged distal section of the crimped stent od (outer diameter) was measured and is within the maximum crimped stent profile measurement. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were evident on the exposed proximal balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink 16cm from end of hub. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08-feb-2017. It was reported that crossing difficulties were encountered. A 3.00x38mm promus element ¿ long stent was advanced but was not able to cross the target lesion. The procedure was completed with another with the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damaged.